Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient had to turn stimulation high, and it was enough to zap him if he turned his head. All his pain areas were still being covered, but the rsd (reflex sympathetic dystrophy) was spreading to other limbs. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.